Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Date of event: requested but not provided.

Event description:
It was reported that the (10) lvp devices had dim segments. The customer confirmed the issues were found during preventive maintenance and there was no patient involvement. Biomed reported: "the ones I did were the left segment of the zero after the decimal point. My associate is on vacation so not sure what he noticed."

Manufacturer narrative:
The reported issue of dim segments was confirmed on 10 out of 10 returned display boards. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 10 out of 10 of the returned lvp display board assemblies with dim segments. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that the (10) lvp devices had dim segments. The customer confirmed the issues were found during preventive maintenance and there was no patient involvement. Biomed reported: "the ones I did were the left segment of the zero after the decimal point. My associate is on vacation so not sure what he noticed."